Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the charging light emitting diode was dislodged from the panel mounting. There was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00647 and 1828100-2014-00831. The reported complaint was confirmed by the product surveillance technician (pst). The light emitting diode (led) appears to have come loose from the panel mounting and is not visible from the front of the unit. There was no sign of physical damage to the led as it lit when tested. It is unk when the damage occurred, at last preventive maintenance (pm) on 07/11/2014 the charging led passed testing.